Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out range pace lead impedance measurements which was detected via the patient's remote monitoring system. Additionally, the lead exhibited loss of capture with asystole greater than 2 seconds and damage to the lead body and insulation was also noted. A surgical intervention was subsequently performed. The lead was surgically abandoned and replaced. Additional information indicated that a lead fracture was conclusively determined through x-ray and fluoroscopy. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.